Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that x-ray table is floating after rebooting the system. After reviewing the log file, fse found that there is a malfunction in geo pc. Fse determined that cause is geo pc power supply. Fse replaced geo pc. After replacing the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up correctly. After multiple reboots the system started up correctly. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.